Event description:
It was reported that the user discontinued ilet use and sought a return due to blood glucose fluctuations after discussing concerns with their healthcare provider. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no reported hospitalization, no reported alarms, and receipt of credit through the supplier. Investigation included review of available case materials. Investigation of this case revealed no device alarms or component-specific malfunctions reported and no device evaluation performed, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.